Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device suddenly quit working two weeks ago resulting in urinary incontinence. All the components were removed except the old balloon which was left in patient. Old cuff and pump inspected and no leaks found. The patient had a good outcome with no further complications. No more information is available.